Event description:
Pt reported that a comparison between the surestep meter and a hcp done approx 30 minutes apart (both fasting) was 125 mg/dl (ss) and 300 mg/dl (hcp), respectively (58% difference). No symptoms were reported. Pt did not have supplies needed to do control test. There was no allegation of harm.